Event description:
In a literature report by teng, c.c., radcliffe, n., huang j.e., and farris, e., in j glaucoma, volume 17 (8), december 2008, an ophthalmologist reported a case of an (B)(6) man that had this product placed in the right eye for the treatment of primary open-angle glaucoma and uncontrolled intraocular pressure [iop]. He reported on post-operative day 1, the pt had an iop of 24 mmhg with no change in vision. He noted the pt was started on a steroid eight times a day and an antibiotic four times a day. On day 7, examination revealed the pt's iop had increased to 34 mmhg at which time laser suture lysis was performed on one of the three sutures. He noted a subsequent decrease in iop to 20 mmhg following the suture lysis. On day 14, examination revealed the pt's iop had increased once again to 36mmhg. He reported another suture lysis was performed and the bleb was massaged, upon which the pressure decreased to 10mmhg. The ophthalmologist reported on day 21, examination revealed the shunt was completely dislocated and resting horizontally in the inferior angle of the anterior chamber. At this time, he noted the iop was 13 mmhg and there were no cells or corneal edema. He reported a decision was made for urgent shunt removal; however, due to a scheduling conflict, the operation did not occur until day 28. Examination on the morning of the surgery showed the pt's vision 20/60 od, 1 + microcystic edema, 1+ descemet folds, 1+ cell in the anterior chamber, and an iop of 15mmhg. He stated the shunt was removed on day 28 via a clear corneal incision with intraocular forceps without complication. Upon shunt removal, he noted the pt had both 1+ corneal edema and 1+ iritis. The ophthalmologist reported on post explant day 1, the pt's vision was 20/50 with trace cells, 1+ corneal edema, and a pressure of 15 mmhg. He noted the pt was started on a steroid every 2 hours while awake. On f/u post explant day 8, he reported the pt's vision was 20/30 with rare cells, trace descemet folds, and a pressure of 16 mmhg. He stated on post explant day 21, the pt's vision was 20/30 with resolved corneal changes and an iop of 19 mmhg. The ophthalmologist noted multiple contributing factors to the dislocation of the shunt. He reported a 25-gauge rather than a 27-gauge needle was used to perforate the anterior chamber, which caused difficulty sliding the shunt in. He stated this may have created a wider opening through which the external plate of the shunt may have migrated, leading to eventual intrusion. A second contributing factor noted by the ophthalmologist is the bleb manipulation. He stated this may have loosened the shunt and further light manipulation by the pt may have dislocated the shunt into the anterior chamber; although, the pt did deny trauma to the eye, forceful coughing, or excessive rubbing of eyelids. Finally, the ophthalmologist noted a scheduling conflict prevented the pt from having earlier shunt removal, which he stated would likely have preempted his corneal edema and iritis. The ophthalmologist reported after the shunt removal, the pt's corneal edema and iritis resolved, and his pressure remained stable without glaucoma medication; however, he did state later in the course of f/u, the pt required a needle revision with anterior chamber entry to reestablish flow.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on 11/12/2010, via fax on 11/12/2010; and via phone on 11/29/2010 and 11/30/2010. At this time, additional info has not been received. (B)(4).